Event description:
It was reported that the device was not collecting any diagnostics. It was found that implant detect was still programmed to "on" on the device. The implant detect was programmed to off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".